Event description:
Customer reported symptoms of passing out. Emergency medical services were dispatched and treated the customer with glucagon and intravenous infusion. Customer states auto mode was not active during the event.

Manufacturer narrative:
The pump was received with a cracked belt clip rails. No crack at the back of the pump noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-nov-2023, there is no unexpected alarms/suspends. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-nov-2023 at 9:52:58 am. There was no power data available for the event date of 28-nov-2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the back of the pump was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6 (medical device problem code) with this report. The pump was received with a cracked belt clip rails. No crack at the back of the pump noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-nov-2023, there is no unexpected alarms/suspends. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-nov-2023 at 9:52:58 am. There was no power data available for the event date of 28-nov-2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the back of the pump was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for low bgs.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and passed out. Troubleshooting was performed and found that the customer had treated the low blood glucose event with emergency medical service, v drip with glucose, and glucagon. The customer was using the insulin pump within 48 hours of the reported event and the auto-mode feature was not active. The customer reported that there was a crack in the back of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. S.w version 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the back, ems dispatched and loss of consciousness for low bgs found on (B)(6) 2023. The pump was received with a cracked belt clip rails. No crack at the back of the pump noted during visual inspection. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-nov-2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000. Dailytotalofallinsulindelivered: 642500 (64.25 u). Dailytotalofbasalinsulindelivered: 344500 (34.45 u). Dailytotalofbolusinsulindelivered: 298000 (29.8 u). (B)(6) 2023 06:00:56.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 25000 (2.5 u). Bolusamountdelivered: 25000 (2.5 u). (B)(6) 2023 06:22:18.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 39000 (3.9 u). Bolusamountdelivered: 39000 (3.9 u). (B)(6) 2023 11:36:15.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 71000 (7.1 u). Bolusamountdelivered: 71000 (7.1 u). (B)(6) 2023 11:52:23.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 61000 (6.1 u). Bolusamountdelivered: 61000 (6.1 u). (B)(6) 2023 13:22:17.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 46000 (4.6 u). Bolusamountdelivered: 46000 (4.6 u). .(B)(6) 2023 14:59:54.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 15000 (1.5 u). Bolusamountdelivered: 15000 (1.5 u). (B)(6) 2023 15:07:03.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). (B)(6) 2023 23:24:40.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 1000 (0.1 u). Bolusamountdelivered: 1000 (0.1 u). (B)(6) 2023 23:45:07.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 11:01:00.000. (B)(6) 2023 22:28:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 20:13:50.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:06:10.000. (B)(6) 2023 23:11:02.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:09:03.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 9:52:58 am. There was no power data available for the event date of 28-nov-2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage at the back of the pump was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.